Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient¿s implantable cardioverter defibrillator (ICD) had reached elective replacement time (ert) a few months ago due to a long charge time (CT). Boston scientific technical services (ts) recommended to the field representative for a device change out within 90 days after the ert had reached and to avoid reaching a certain monitoring voltage as the device will no longer provide therapy. Additional information received indicates that this product was explanted due to normal battery depletion. This device was out of service. No adverse patient effects were reported.